Manufacturer narrative:
The field service engineer (fse) that encountered the issue replaced the fiber-optic sensor extension cable and the storage bins chassis. The iabp passed all functional testing.

Event description:
It was reported that during a repair service, the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic sensor cable. The fse also found storage bins hanging off of the hospital cart. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair service, the cardiosave intra-aortic balloon pump (iabp) unit had a broken drawer assembly. There was no patient involvement. Related complaint (B)(4). Mfg ref. #2249723-2023-03690.